Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The ess provided an in-service on pre-cleaning, manual cleaning, and high-level disinfection (hld). Also reviewed was personal protective equipment (ppe) and storage. The customer will retest scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and third party testing results. After the device was returned to olympus, it was sent out for additional testing. The testing report indicated the scope were cultured from the insertion section, the distal end & elevator mechanism, the air/water channel, the instrument/suction channel, and auxiliary water. Colonies of klebsiella pneumoniae, candida glabrata, and paenibacillus lautus were identified. The device was returned to the service center where it was evaluated. The distal end of the device was inspected under a microscope where brownish discoloration was discovered on the forceps elevator. Cracks and lifted glue were also noted on both side of the bending section cover during the inspection. The complaint device was also inspected using an olympus boroscope to verify the condition of the biopsy and suction channels. The boroscope was first inserted into the biopsy channel, starting from the distal end side. Upon entry, multiple dents were discovered on the biopsy channel from the distal end opening. The boroscope was removed from the biopsy channel and re-inserted in through the biopsy port section of the channel. Once inserting, no abnormalities were found when inspecting the biopsy channel from opening of the biopsy port. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is unknown if there was a relationship between the event and the device. The device had a repair part, though it is unknown where the device was cultured at the user facility, therefore the relationship cannot be determined. The third party culture tests determined the device was positive after reprocessing in accordance with instructions for use (IFU). Therefore it is likely that the device was in a condition where reprocessing was unable to be carried out successfully. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures " olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had tested positive for klebsiella pneumoniae after a routine culture test. No patient harm reported. The device was not used on a patient with a known infection of the same microorganism. The scope was cleaned and disinfected on (B)(6), 2021, prior to culturing. The culture method was a sterile culture with d/e neutral broth. The scope did not fail adenosine triphosphate (atp) testing. For reprocessing, rapicide pa was used as a cleaning and disinfectant solution. The medivator dsd edge was the automated endoscope reprocessor (aer). The scope channel was being brushed during manual cleaning with an olympus single-use brush. Pre-cleaning was being performed immediately after the procedure. The scope was being leak tested prior to manual cleaning with an olympus mu-1 leak tester. No problems noted with the aer. The preventative maintenance for the aer is due february 2022. The last reprocessing in-service conducted by an olympus endoscopy support specialist was on (B)(6), 2021. There had been no change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The scope was being stored in a scope cabinet/closet hanging up. This was the second positive culture at the facility. This complaint is related to patient identifier: (B)(6) (model: tjf-q180v / evis exera ii duodenovideoscope)

Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations.the subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.